Event description:
It was reported that during the procedure, the dragonfly optis imaging catheter displayed error code (395). Therefore, the imaging catheter was removed from the patient, and the procedure was completed with another dragonfly optis. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis identified the guide wire exit notch was sporadically stretched, torn, and bent distally up to the distal marker. No additional information was provided.

Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. It was observed that the guide wire exit notch was stretched, torn, and bent distally up to the distal marker. The reported communication problem was not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported communication problem appears to be related to circumstances of the procedure. The catheter was noted to be kinked which resulted in an optical fiber break and the reported communication failure. In this case, it is likely that the catheter damage occurred due to the use or handling techniques employed. It should be noted that there was a successful load and pullback registered on the returned catheter which indicates that the catheter was successfully able to connect, calibrate once, and perform a pullback for the user prior to the catheter damage (kink and optical fiber break) and being returned. The observed damage to the guide wire exit notch (kinked, stretched, and torn) was the result of post-use handling techniques when removing the catheter from the guide wire, and are unrelated to the reported communication problem. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.